Event description:
Primary surgery was done in 2008 but the pt heard the clunking sound on knee and got pain in 2009. Surgeon found out hyperextension and m/l laxity on pt's knee, doubted as post fracture and conducted insert change.

Manufacturer narrative:
Investigation in process. No additional info available at this time.